Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Insulin pump passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test. Unable to download pump to carelink personal properly. Carelink errored "unable to connect to pump" during download, problem isolated to pcb 2.

Event description:
The customer reported via phone call that they tried to upload and got code 06-00. Customer¿s blood glucose was 282 mg/dl at the time of incident. The customer treated high blood glucose with insulin pump. The customer was experienced high blood glucose level. Customer was declined troubleshooting. The insulin pump will not be returned for analysis.